Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a battery depleted alarm from their pump during infusion. Per reporter, the patient was instructed to remove the batteries fand replace them, but the pump continued to return ¿battery depleted¿ or ¿battery low¿ alarms, and the alarm could not be silenced, nor could the pump settings be reviewed. Troubleshooting was unsuccessful. No patient harm was reported.